Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process and unable to exit the prime loop. Customer also reported that the insulin pump had a button error alarm. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened dome switch on esc and act button. Connector was inspected and locked on lcd board. No button error alarm during testing. Compromised force sensor system alarm during the basic occlusion test due to moisture damage on force sensor resistor. Unable to confirm prime or fill anomaly due to compromised force sensor system alarm. Device passed displacement test and self test.